Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson informed a customer care advocate (cca) that her onetouch ultra meter powered off during use. The pt stated the meter began to power off before the result came on the screen in 2007. After the issue began, the pt reported that she took her usual dose of 70/30 insulin (36 units) in the morning. After the reported issue began, the pt experienced shaking and sweating. The pt denied receiving medical intervention. The pt successfully completed a test for the cca. The products were replaced. Although no medical intervention was rec'd, the complaint is classified as an adverse event as the pt alleged that after the issue began, she had symptoms that may indicate that she was hypoglycemic.